Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and chronic low back pain. The pump had morphine at implant and the most recent drug in pump was morphine. The date of the event was (B)(6) 2014. It was reported the pump had never worked since it was put in. The patient kept telling their managing hcp. The patient saw their managing healthcare professional (hcp) on the (B)(6) of the month. The patient told the doctor to turn it off and the patient thought it was turned off. The pump was alarming or beeping and was heard about a week ago. The patient followed up with their pain doctor and they heard it too. The patient initially thought the sound was something in their house but the pain doctor said it was either that it was not turned off or that the medicine was depleted. The tone sounded like an appliance. It was a longer tone with a beep. The patient heard the tone about 3 times a day. Per the patient, the nurse said, "well we can't cut it off because you'll get withdrawals". The pump was turned off before when the patient went to the dentist and they did not get withdrawals. The patient did not know if they had any medication because the pump had never helped them. The sound was not sound consistent with pump alarms. The alarm tones were played for the patient to hear, and neither alarm sounded like what the patient was hearing. It was questioned if the patient could be hearing the tone from something else like a watch. The patient does wear a watch but believed the alarm was coming from the pump. The patient was in a wheelchair and the hcp was next to them and they both heard the alarm at the same time. No symptoms were reported. The patient was to follow up with the hcp. No further complications were reported.